Event description:
It was reported that a pack of syringe insulin 0.5ml 31ga 8mm w10 self separated form the hub during use. The following was reported by the initial reporter: "in a package that I bought, I got a package of defective syringes, the gouache of the syringe stuck to the cap orange."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.5ml bd insulin syringe from lot# 0118313 were provided. The customer reported defective syringes - the gouache of the syringe stuck to the cap orange. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 0118313. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pack of syringe insulin 0.5ml 31ga 8mm w10 self separated form the hub during use. The following was reported by the initial reporter: "in a package that I bought, I got a package of defective syringes, the gouache of the syringe stuck to the cap orange."